Manufacturer narrative:
Evaluation: the device was not returned for evaluation; the device remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. No further information is expected. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that one month after an intraocular lens (iol) was implanted in her eye, she has experienced blurriness, double vision, halos glare, black dots and a fine white line in the vision. She has difficulty seeing her computer screen and is unable to read and drive at night. No further information is expected.